Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a low impedance which resulted in a polarity switch. Noise was also reported and the lead exhibited high number of the sensing integrity counter (sic) oversensing episodes. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.